Event description:
It was reported by the mother that the customer had a low blood glucose of 38 mg/dl possibly due to the patient giving herself too much insulin. Advised to call helpline when customer experiences an unexplained high/low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.